Manufacturer narrative:
Based on the provided information: the most probable hypothesis is that the reported issue may have been caused by a pop-up and/or programming menus and/or dropdown list that are not visible by the user. Therefore, the user is not able to choose/click on the appropriate answer/parameter, and this explains the reported event. Updating the smartview version to the latest version will solve the issue on this tablet. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 5-september-2025, the programmer encounter multiple freeze during the session.